Event description:
It was reported that the patient stated experiencing a burning sensation, implant pain, and overstimulation from the spinal cord stimulator (scs) leads. The patient stated the pain was in the hip and rib cage. The patient underwent a lead explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d6b: 2024. Block b3: exact date unknown, event occurred in 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7077836. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. (B)(6). UDI: (B)(4).